Event description:
Additional information was received that prior to the replacement the device was disabled. No other relevant information has been received to date.

Manufacturer narrative:
B2. Outcomes attributed to adverse event; corrected information; initial MDR did not select an outcome.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
An implant card was received reporting a full system revision for the patient due to lead pain. It was noted that the patient had sharp neck pain during stimulation; the generator was also replaced prophylactically.additional information was received that the surgery was for both for patient comfort and to prevent a serious injury; settings prior to surgery were also provided. It was also noted that the explanted products were not available for return. No other relevant information has been received to date.